Event description:
According to the distributor report, patient underwent c2 through c7 laminectomy in 2001. There were no apparent complications. Patient was discharged 2 days later. Patient was readmitted 11 days later for wound infection, dehydration and neck pain. Patient required three day hospital stay and treatment with IV antibiotics.